Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced hypoglycemia, with a lowest blood glucose of 54 mg/dl and approximately 45 minutes below range, after one week of system use; the caregiver reported morning lows and asked about meal announcements while low, and education was provided that no meal announcement is needed during hypoglycemia as corrective action will occur. Symptoms included feeling shaky. Outcomes included no use of back-up therapy, no ketone testing, and no medical intervention or assistance. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed no device alerts or alarms and the cause of the hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause and no reported device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.